Event description:
In (B)(6) of 2004, I was implanted with a uretex bladder sling and a pelvisoft graft for stress urinary incontinence. I have had infections and undiagnosed pain in the groin and hip area for many yrs following this surgery. Last week I went to (B)(4) urology dept. And was told it was my bladder sling causing this pain and infection. Reason for use: stress incontinence.